Event description:
It was reported that the customer had a crack around the reservoir opening. Customer had to take the pump off because it was not working. Customer was getting no delivery alarms and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated with a manual injection. Customer also had a no delivery alarm. Customer kept bolusing and received the alarm. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.